Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer indicated that they did not want to troubleshoot as they previously called. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.